Event description:
It was initially indicated during a recent office visit that the pt has had an increase in seizures recently, but it was not mentioned as to the cause or how related to the vns therapy. The pt has been recently having some toxicity issues due to dilantin and the doses have been adjusted, but it is unclear if this could be the cause. A search in the manufacturer's programming history database indicated that last known diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.